Manufacturer narrative:
(B)(4).

Event description:
The allegation of a retained sensor wire was confirmed based on the successful removal of the sensor wire through incision. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated that a needle retraction issue occurred which resulted in a retained sensor wire. The sensor was inserted into the abdomen on (B)(6) 2021; however, the patient was unable to remove the applicator. He forcefully removed the applicator and portion of the sensor remained in the skin. The patient was evaluated in the emergency department (ed) where an x-ray and ultrasound were performed. Following the diagnostic studies, the ed physician probed the insertion site with tweezers and located the sensor. The insertion site was then incised, and the sensor wire was removed. The patient was discharged home. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.